Manufacturer narrative:
The device was returned to intuvie for evaluation. During testing, the pump failed the 30 psi occlusion pressure test, alarming at 21.6 psi, which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during evaluation. The probable cause remains undetermined. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
The device was returned to intuvie for evaluation. During testing, the pump failed the 30 psi occlusion pressure test, alarming at 21.6 psi, which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.

Manufacturer narrative:
The psi calibration was performed; however, the calibration values remained unchanged following calibration, indicating that no adjustment was made. The reported failure was confirmed based on device testing. The probable cause remains undetermined. The device was returned to intuvie for evaluation. During initial testing, the pump failed the 30 psi occlusion pressure test, alarming at 21.6 psi, which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating a CAPA was initiated to investigate the root cause of failed occlusion pressure test. Reference to complaint # (B)(4).